Manufacturer narrative:
The device was evaluated by ventec where the reported issues of lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve these reported issues. The allegation of the device's alarms not working properly could not be reproduced. Ventec confirmed that all alarms were functioning as expected during testing. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported low peep and low vte issues was the ift. The cause of the reported alarm issue could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that during testing of the device, the peep (positive end expiratory pressure) and exhaled tidal volume (vte) levels were low. Additionally the alarms were not working properly. There was no patient involvement associated with the reported event.